Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. The device was found to be at elective replacement indicator (eri), and was explanted for normal battery depletion. No adverse patient effects were reported. The device was placed on hold for pending litigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was placed on hold due to pending litigation. Recently, the legal case was settled and the device was forwarded for analysis. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.